Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport titanium low-profile implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Two partial circumferential breaks were noted approximately 8.8cm and 9.4cm from the distal end of the cath-lock. The edges of the partial circumferential breaks on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions with residue throughout. Upon infusion, leaks were observed from the partial circumferential breaks on the attached catheter. Thrombus and dye water were observed exiting the breaks. Therefore, the investigation is confirmed for the reported fluid leak, catheter damage and identified fracture, wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, subcutaneous leakage had allegedly occurred. It was further reported that the catheter was allegedly confirmed to be damaged upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, subcutaneous leakage had allegedly occurred. It was further reported that the catheter was allegedly confirmed to be damaged upon removal. There was no reported patient injury.